Event description:
It was reported that the pump screen was dark and would not turn on. The caller confirmed that there was no impact on blood glucose level, specifically stating it did not exceed 500 mg/dl. At the time of the report, the caller was driving and unable to troubleshoot, planning to call back later. No additional actions were taken by technical support within the provided information.